Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2011, due to pain. Surgeon noted some discoloration of tissue adjacent to the implants.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". This is MDR two of two (1825034-2011-00762 through 00763) for this event. This report submitted (B)(4) 2011.

Manufacturer narrative:
The tibial bearing post was damaged by excess bone cement in the intercondylar box of the femoral component. It is unknown whether this lead to the reported pain. This report submitted (B)(6), 2011.